Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a number of attempts to screw the right atrial (ra) lead into the right atrium the ra lead dislodged. A new ra lead was used and placed successfully. It was also reported that the physician attempted to place the wrench into the atrial setscrew and was unable to engage the setscrew after a number of attempts. A new implantable pulse generator (ipg) and was used and placed successfully. No patient complications have been reported as a result of this event.